Event description:
It was reported that a faradrive steerable sheath during a paroxysmal atrial fibrillation procedure, presented small air bubbles aspirated. Upon inserting the mapping catheter to complete a post ablation map of the left atrium. The doctor noticed some small bubbles in his syringe when aspirating. I had doctor retract catheter slightly and aspirate again. We didn't notice any more air bubbles after that. However, later in the case when the doctor was exchanging for an rf ablation catheter, he noticed bubbles again while aspirating. The procedure was completed using the original reported device, no patient complications occurred. The sheath is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned faradrive sheath. Analysis of the returned sheath identified a loss of fluid and pressure during functional evaluation. Inspection of the hemostatic valves identified both valves to be torn on the inner face by the center slit and confirmed to be the cause of the failure during analysis and the primary cause of the allegation for this event.

Event description:
It was reported that a faradrive steerable sheath during a paroxysmal atrial fibrillation procedure, presented small air bubbles aspirated. Upon inserting the mapping catheter to complete a post ablation map of the left atrium. The doctor noticed some small bubbles in his syringe when aspirating. I had doctor retract catheter slightly and aspirate again. We didn't notice any more air bubbles after that. However, later in the case when the doctor was exchanging for an rf ablation catheter, he noticed bubbles again while aspirating. The procedure was completed using the original reported device, no patient complications occurred. The sheath is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned faradrive sheath. Analysis of the returned sheath identified a loss of fluid and pressure during functional evaluation. Inspection of the hemostatic valves identified both valves to be torn on the inner face by the center slit and confirmed to be the cause of the failure during analysis and the primary cause of the allegation for this event.

Event description:
It was reported that a faradrive steerable sheath during a paroxysmal atrial fibrillation procedure, presented small air bubbles aspirated. Upon inserting the mapping catheter (biosense webster octaray) to complete a post ablation map of the left atrium. The doctor noticed some small bubbles in his syringe when aspirating. I had doctor retract catheter slightly and aspirate again. We didn't notice any more air bubbles after that. However, later in the case when the doctor was exchanging for an rf ablation catheter, he noticed bubbles again while aspirating. The procedure was completed using the original reported device, no patient complications occurred. The sheath is expected to be returned.